Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient¿s mother stated the patient woke up on (B)(6) 2018 and the dexcom was displaying an error reading symbol so they performed a finger stick reading that was showing 150mg/dl. The patient stated within 5 or 6 minutes of checking their blood glucose, they passed out. The patient¿s grandmother found the patient and called the patient¿s mother to call the ambulance. When the ambulance arrived, they performed a finger stick and the meter was reading 47mg/dl. The patient was treated with dextrose 50 and intravenous (IV) therapy of dextrose 10. The patient became responsive with a finger stick reading of 170mg/dl. The patient declined to go to the hospital and was advised by the paramedics to see their doctor. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided for investigation. The problem was not confirmed. The probable cause could not be determined post investigation as no defect was found.